Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The consolidated ventilator interface board, communication cable, and compact flash drive were replaced.

Event description:
The hospital reported that, during boot-up, the unit alarmed for a ventilator failure. There was no report of patient involvement.